Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 82 mg/dl, which was addressed by consuming snacks. Reportedly, the customer's health care provider (hcp) may have miscalculated the recommended bolus needed to bring bg level back to target range. Recommendation was made to consult with hcp regarding diabetes management.